Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2012. According to the complainant, post-procedure, the patient suffered mesh erosion, mesh contraction, infection, pain, discomfort, urinary problems, prolapse and/or incontinence, scarring and dyspareunia. The patient also suffered inflammation, fistula, organ and or blood vessel perforation, blood loss, neuropathic and other acute and chronic nerve damage, pudendal nerve damage, pelvic floor damage, extrusion, chronic foreign body invasion, adhesions, permanent disfigurement and fatigue. All other information is unknown and unavailable.